Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network connection was intermittent. The field service engineer (fse) replaced the cable, but issue persisted. The fse noted that the station was on dynamic host configuration protocol and had the same internet protocol address as another device, causing a conflict. The fse advised the customer to escalate the issue to the information technology department. After that the fse inspected the station and found that the station was communicating normally with the enterprise server. The fse tested the system using the hardware test application and the dispensing application, and both functioned as expected. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was not communicating and went offline in remote smart service. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was not communicating and went offline in remote smart service. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.